Manufacturer narrative:
(B)(4).

Event description:
It was reported a recent merlin transmission noted the r-wave amplitude had recently dropped. The low frequency attenuation algorithm was turned off at about the same time as the drop in amplitude. The short duration of auto mode switching events were caused by competitive atrial pacing behavior and the programmed parameters. Programming changes were recommended to reduce the effect of competitive atrial pacing. The patient has not reported any symptoms.